Event description:
It was reported that the asystolic patient was hospitalized in the ICU. The device was not pacing and it could not be interrogated. A software alert was received upon attempt to interrogate. It was noted that the patient had been lost to follow-up for two years. The patient expired.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported inability to interrogate and output anomaly were confirmed in the laboratory and were due to low battery voltage. Based on device settings, a longevity calculation was performed and was found to be within expected limits. The device was tested on the bench and no anomaly was found.